Manufacturer narrative:
Other text: b5: information received by smiths medical on 26-aug-2021: the serial number of the device is (B)(6). H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the entire device is worn. The pump was repaired by the german service center prior to it being aware there was a complaint against it, however the repair notes indicate the pump problem ?delivery accuracy" was not confirmed. The pump was found to be operating properly and passed all tests after the service was completed. No further action was taken. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the cadd legacy pump exhibited a failed delivery. No patient injury or complications were reported in relation to this event.